Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: - the relationship between the device and culture-positive events cannot be determined. The user culture results were not shared. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no organisms detected. Therefore, the reported event of positive culture could not be confirmed. - the gap between acoustic lens and ultrasound probe is likely damage due to mishandling or abrasion due to increased use/time, it cannot be denied that some external force was applied to the site. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is instrunet enzimatico. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water, auxiliary water, balloon, and forceps elevator wire channels. The device is manually processed with an eb10100 by key surgical cleaning brush and instrunet enzimatico detergent. The brushed points are the instrument / suction channel, suction cylinder, the instrument channel port, the balloon channel and the distal end / areas around elevator. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope detergent and soluscope disinfectant. The device is hung vertically to dry in a simple drying cabinet with out drying function. Olympus is the maintenance provider of the subject device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. There was no detection of micro-organisms during culture testing. The obtained results are in conformance with the requirements. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to a pinhole in a bending section rubber, water tightness lost, gap between acoustic lens and ultrasound probe stain on bending section adhesive, due to wear of angle wire, and the play of right/left and up/down knob out of the standard value. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for pseudomonas. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.